Event description:
A customer contacted beckman coulter inc. (Bci) in regards to stating that qc was out for triglycerides, and that the chemistry could not be calibrated due to imprecision. No patient results were affected and no operator exposure was noted.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse found that the wiper for the wash head was missing, and found wiper in one of the reaction wheel cuvettes. The fse found sample probe leaking and the syringe to the t-valve was loose, so both were replaced. The fse also replaced the leaking reagent valve, completed all alignments, calibrated, and, ran qc.